Event description:
The facility reported a colleague infusion pump with an air detected error when putting in the tube. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with "air detected error when putting in the tube" was confirmed by baxter personnel during product evaluation. The root cause was assigned to foreign material in tubing channel. The foreign material in the tubing channel was removed to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.